Event description:
It was reported that the patient's leads migrated. Serial x-rays showed that one lead migrated up to t7 and one lead migrated down to t11. The patient underwent re-operation on (B)(6) 2014 to replace the leads and device battery. The patient recovered without permanent impairment. Additional attempts to clarify the information were unsuccessful, as the patient had a system implanted on (B)(6) 2014 per the company's registration system. Despite several calls to the physician, clarity was not obtained. The implant date for this patient was confirmed to be (B)(6) 2014 by the physician, however an unknown system will be reported on, as there was no allegation the currently implanted system had a lead migration. It was stated that there were no prior implants or devices for this patient. The patient had a sacro-iliac fusion and an l4/l5 fusion on two different dates, but these were not device related. It was stated that there were no device issues, defects, or complaints. Follow up attempts were closed, due to the conflicting information. See MFR 3004209178-2015-07908 for a report of the ins placed on (B)(6) 2014 flipping. It was during this follow up that a lead migration was reported.

Manufacturer narrative:
Concomitant product product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).